Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis (revision surgery): adjacent segmental disorder procedure: posterior lumbar interbody fusion(plif) it was reported that during a revision surgery, the tip of the device broke during removal of the set screw. The product came in contact with the patient. No fragment remained inside the patient and no complications were reported as a result of the event.